Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the failure to communicate with a monitor was isolated to a severed green (+3.3v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was physical abuse. No adverse event resulted from the severed pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.